Event description:
New information indicates that the loop recorder was explanted due to end-of-life.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a loop recorder was in harware back up. Device was explanted.